Manufacturer narrative:
Analysis conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. A clamshell repair kit was successfully installed by the clinical specialist on (B)(6) 2018 according to hm ii perc lead field repair kit instructions (document 1009874, rev. C). The patient remains ongoing on (B)(4) and no further events have been reported at this time. Investigation of the separation of the silicone sleeve has determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and has been addressed by (B)(4).

Event description:
Additional information: it was reported that the clamshell repair was needed due to separation of the distal end of the heartmate ii percutaneous lead bend relief at the metal connector.

Manufacturer narrative:
Approximate age of device - 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad required a clamshell repair. The clamshell repair was completed by abbott clinical specialist on (B)(6) 2018. No issues were noted. No additional information would be provided by the customer.